Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem was not duplicated and the system is functioning as intended.

Event description:
The customer reported that the monitor intermittently lost all images. No patient injury was reported.